Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse found that the source of the leak was disconnected tubing inside the instrument. The fse reconnected the tubing and primed the system. No further leaks were observed. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that their access immunoassay analyzer was leaking liquid from the left side of the unit onto the bench and the floor. The customer stated that she cleaned the spill using gloves and proper personal protective equipment (ppe) and that no one came in direct contact with the spill without wearing appropriate ppe. Medical attention was not sought. No effect to patient or user was reported in connection with this event.